Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not declare any audible continuous glucose monitor (cgm) alerts, despite having a blood glucose (bg) reading of 70 mg/dl. Review of pump data by tandem technical support revealed that the pump had declared multiple low bg cgm alerts, which were then cleared by the customer an hour later. Multiple follow up attempts were made in attempt to perform further troubleshooting with the customer to determine why the customer could not hear the alerts. However, the customer did not respond.